Manufacturer narrative:
Additional information was requested but was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that premature battery depletion was observed on the device. Device explant was anticipated. The patient was stable and there were no adverse consequences.